Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (346 mg/dl). During troubleshooting w/tandem tech support, the malfunction alarm was cleared and insulin del was able to be resumed.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.